Event description:
Dexcom was made aware on 10/17/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The patient reported that they experienced a skin reaction with inflammation and tenderness under the entire patch area which occurred 2 days after the sensor had been inserted into the arm. The skin was prepped with an alcohol wipe prior to sensor insertion. No photo was provided. The patient removed the sensor due to cgm inaccuracies and noticed the skin reaction. On (B)(6) 2024, the patient consulted with a doctor about the skin reaction. The doctor diagnosed the patient with cellulitis and prescribed oral cephalexin. At the time of follow-up, the patient stated the skin reaction had healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).